Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was hospitalized due to elevated blood glucose (bg) level and diabetic ketoacidosis; exact value was not provided. Customer was treated with intravenous insulin drip and electrolytes, and was released from the hospital on (B)(6) 2020. Customer reverted to manual injections for insulin therapy. Customer declined to provide further information.